Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament regulator board and the battery pack were replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
The customer reported that the sys would not fluoro. This resulted in no live image being displayed. There is no report of injury or death associated with this event.